Event description:
The customer reported that the numbers were ramping up on their insulin pump when delivering bolus. The insulin pump would be replaced. Customer's last blood glucose was 61.2mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.